Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence it was reported that the patient reported urinary urgency and mild pain. The patient stated that symptoms began approximately two weeks ago. The patient was unsure whether the device felt "too loose or too tight." The patient reported no leakage but stated that "something has to be done" and that therapy adjustments were needed. The agent reviewed therapy and assisted the patient in connecting to their device over the phone. The patient reported they were on program 2 at level 2.3. The patient increased stimulation to level 2.4 but reported it felt "too tight" (agent did not confirm if what is too tight). The patient then changed from program 2 to program 3 and increased stimulation to level 0.5. Stimulation was confirmed in the bicycle seat area and reported as comfortable. The agent reviewed the therapy guide with the patient. The patient will maintain the current stimulation level and con tinue to monitor symptoms. The patient also reported a scheduled MRI on the 28th. The agent reviewed MRI mode and eligibility with the patient.